Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (value unknown) and diabetic ketoacidosis. Reportedly, the issue was related to pump/supplies; however, the customer could not recall details leading up to the event. Customer reported that the clinical diabetes specialist performed a system check and no issues were noted. Reportedly, customer reverted to manual insulin injections and health care provider will prescribe an alternate pump.